Manufacturer narrative:
Upon revision of the investigation the date of manufacture was changed from 11/01/2010 to 09/01/1997.

Event description:
The customer reported a clear leak from the probe of the coulter act diff analyzer during startup. The instrument was generating low diluent errors when the leak was noticed. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 5/21/2015. The fse found the dual diluent filters were clogged. The fse replaced the filters, which repaired the leak and the errors. The repairs were verified per established procedures. (B)(6).